Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and associated implantable transvenous defibrillation lead exhibited impedance values of 1700-1800 ohms and thresholds of 3.0 volts three weeks after implant.